Manufacturer narrative:
H6 update: the previously applied annex a code a26 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding mrt, it was clarified that the alarm was regarding service code 529. The service code 529 is regarding motor stall recovery having occurred. Regarding the cause of the mrt alarm it was noted that according to the doctor, an MRI (magnetic resonance imaging) was done a some time ago, which now appeared again due to the first readout with the synchromed application. The cause of the low reservoir alarm was due to the reservoir level having been below 2 ml. Actions taken to resolve the issue included a normal refill and programming. The alarm (low reservoir alarm) seemed to be resolved, but reappeared some time later.

Manufacturer narrative:
H7 and h9 update/correction: 2182207-11-22-2024-006-c added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen. It was reported that the pump was in reservoir alarm. The pump was filled and programmed on (B)(6) 2024. Everything seemed to be ok, but now the pump had an ongoing alarm again. There were no environmental/external/patient factors that may have led or contributed to the issue. The report was viewed and was reported that an mrt and reservoir alarm was active. The pump would be programmed again. The issue was not resolved at time of report. The patient's age, weight, and medical history were asked and unknown, but would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.